Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side concerned about the recall. "I have also experienced slight itching and redness happens when I wear bra or top." Patient later reported "get fever, frequent infections, fatigue"; "headaches" which are not device related and rupture. The device remains implanted.